Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2240 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler underwent and passed a voltage verification check. Additionally, a pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a short on the transformer of the inverter board.

Event description:
The caregiver for a peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of the patient¿s liberty select cycler went blank after the patient completed their treatment. The patient was able to disconnect, but they could not do anything further. The caregiver rebooted the cycler and the buttons lit up, but the screen remained blank. It was confirmed the buttons made audible sounds when pressed. After the cycler was rebooted, the caregiver was able to open the cassette door and remove the cassette. The caregiver mentioned that the cycler had a brightness problem when they first received it, indicating this was an out of box failure. They increased the brightness level to 10, but the screen was still dim. Despite having a brightness problem, the cycler was used, and the patient was able to complete their treatments on the device. The ts representative advised the caregiver to discontinue use of the cycler and a replacement cycler was issued to the patient. The caregiver was also advised to notify the patient¿s pd registered nurse (pdrn) of the replacement. The caregiver confirmed the patient had continuous ambulatory peritoneal dialysis (capd) supplies and was trained on performing pd therapy without the cycler. They said the patient would complete pd therapy manually until the replacement cycler arrived. Upon follow up, it was confirmed the patient was able to complete treatment on the day of the reported event. It was also confirmed that the patient did not experience any adverse effects or require medical intervention. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received. The caregiver confirmed the patient did not miss any treatments while waiting for the replacement. Upon evaluation of the cycler by the manufacturer, a short was identified on the transformer of the inverter board.